Manufacturer narrative:
Clarification to b3: partial date of jun/2025 provided. Continued e1 -- alternate phone number: (B)(6). Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation, radial tear.

Event description:
Healthcare professional reported "deflation" and later reported "radial tear". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "deflation" and later reported "radial tear". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b6, d9, h3, h6.